Event description:
My mother received a medtronic micra pacemaker. During implant surgery, received 2 right ventricular perforations. She died (B)(6) 2021 due to injuries caused during surgery. In (B)(6) 2021 FDA sent letters out in regards to perforations caused by the micra pacemaker. FDA safety report ID# (B)(4).